Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, although the complaint reported loosening, this can¿t be confirmed by the provided xray, without the explant, the surgical reports, clinical information we are unable to determine the root cause of the reported loosening. The future impacted to the patient beyond the revision cannot be concluded. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to loosening patella.